Manufacturer narrative:
(B)(4)follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. The initial lot provided is not a valid lot for the reported material. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
During infusion protocol: phesgo subcut. System set-up = 3-way connector + flush physiological. No resistance during assembly: presence of drops drops flowing from the syringe-side port. Changing the connection to eliminate a fitting defect. Connection. Presence of drops with new system. Check syringe: absence of part of the luerlock (dissociated from 1st connector). Face loss of product, call pharmacy: possibility of taking to withdraw the remaining product and inject it in sc. Loss difficult to quantify 20 drops maximum. Syringe may be fragile/the incriminated material has been preserved and is available for expertise. Additional information received: lot not available but the syringe is available. Loss of product but no patient harm. Trastuzumab. Yes and contaminated! - sample availability.

Manufacturer narrative:
Follow up MDR #2 for correction. Annex a code update from a0504 to a0401 to reflect investigation findings.

Event description:
No additional information.

Manufacturer narrative:
Pr (B)(4). : initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
During infusion protocol: phesgo subcut. System set-up = 3-way connector + flush physiological no resistance during assembly presence of drops drops flowing from the syringe-side port. Changing the connection to eliminate a fitting defect. Connection. Presence of drops with new system. Check syringe absence of part of the luerlock (dissociated from 1st connector). Face loss of product, call pharmacy => possibility of taking to withdraw the remaining product and inject it in sc. Loss difficult to quantify 20 drops maximum. Syringe may be fragile/the incriminated material has been preserved and is available for expertise. Additional information received: lot not available but the syringe is available. Loss of product but no patient harm trastuzumab yes and contaminated! - sample availability.

Manufacturer narrative:
(B)(4) follow up MDR for updated device evaluation: one sample was provided to our quality team for investigation. Through visual inspection, the tip is observed to be broken, verifying the reported incident final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including tip and thread verification testing. As the lot involved in this incident is unknown, a device history review could not be performed. Based on the available information and sample evaluation, we are not able to identify a root cause related to the manufacturing process at this time. It is possible the tip broke due to the force used to engage the device. Complaints received for this device and reported condition will continue to be tracked and trended for future occurrence.

Event description:
No additional information.